Event description:
Taxus express2 clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection of the lesion occurred. The 75% stenosed de novo target lesion being treated was located in the proximal portion of the left anterior descending (lad). The lesion was pre-dilated with an unk 3.0x20mm balloon at 8 atmospheres. The 3.0x32mm taxus express2 stent was implanted in the lesion at maximum 10 atmospheres. On the implant, dissection occurred. The 3.0x12mm taxus express2 stent at maximum 14 atmosphere was implanted as bail out stent. Post-dilation was not performed and post-intravascular ultrasound (ivus) was performed. The implanted stents were well positioned and expanded. "There was no gap between these stents." The procedure was completed successfully with 0% stenosis. Pt condition listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of anticipated procedural complication.